Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event suspected vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of intervention deemed necessary to prevent permanent damage. The device history record of radiesse injectable implant could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse. After the radiesse injection, the patient experienced a suspected vascular occlusion (reported as vo). The reporter wanted a protocol recommended to manage it. The outcome of the event was unknown.